Event description:
It was reported a catheter explant was planned for (B)(6) 2014 due to a granuloma formation at the catheter tip. The type of drug was not currently available. It was noted the explant planned would be via a laminectomy procedure. The healthcare provider (hcp) requested the catheter (tip) be examined by microscopic examination in order to determine whether there was also tissue inside the catheter and be able to document everything properly. The patient status at the time of this report was ¿alive-no injury.¿ it was unknown whether there were any symptoms or complication associated with this event. It was further reported the laminectomy was performed to dissect and have a closer look at specifically the catheter tip. It was believed the catheter was not replaced yet, but it was unknown. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had perceived quite some problems, especially, "extensive liquor leakage," causing overall malaise. It was also reported there was a tremendous growth in the side holes of the catheter. Early in the week of this report, the patient was released from the hospital. On (B)(6) 2014 the healthcare provider (hcp) will see the patient again. It was reported at first they only gave him bed rest because the hcp was not in favor of giving a blood patch prophylactic. It was noted everything seemed to be under control, but when they tried to mobilize the patient it "went wrong again." Finally, after the second blood patch, the situation was under control. It was also reported the patient received oral medication to suppress the pain, for the moment no pump therapy, and catheter was not replaced. The hcp was thinking of combined treatment of oral medication and some sort of electro stimulation. It was noted once there was scar tissue, the chance existed the situation would repeat itself. It was further reported because the course of the patient had not been completed yet; the hcp could not provide all information and would give us an update at a later time. The pump was being used to deliver morphine and clonidine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).